Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
From the complaint description: vice president of field sales was informed via phone call on 28aug2024 that an event had occurred at their (B)(6) dialysis clinic. A patient was hooked up to a dialysis machine when the bloodline disconnected. There was blood loss and the patient expired. The customer facility called to provide an early alert of the patient event and to inform b. Braun that they would be reporting the event to the FDA and would be formally filing a complaint with us. Please allow the customer a few days to collect additional information regarding the reported event. Additional information will be provided as it becomes available. Customer complaint advocate called the sales representative who reported that he had reached out to the customer facility a number of times to collect any available, additional information and that the customer facility initially reported that the would have additional information last week and then they requested an extension until yesterday (tuesday as they had a meeting scheduled and would provide an update after that). They reported that they had some information but were going to gather additional information and report back in one communication. The sales representative will reach out to the customer again today and then provide all of his attempts in writing via email. Customer complaints advocate advised that management would confer and then provide a path forward after he submits whatever he has collected. Update: entering for (B)(6) as she is currently traveling. (B)(6) called the end user (B)(6). She left a voicemail for her to please return her call. (B)(6) also sent an email to (B)(6). Pir will be updated as information is made available called and left a second message for (B)(6), awaiting response. Will update pir accordingly. From mw5159605: patient sex female outcomes attributed to adverse event: hospitalization, death, date of event: 27-aug-2024. Date of this report: 13-sep-2024 describe event or problem: two hours into hemodialysis treatment patient was discovered to have a line disconnection which resulted in a blood loss and subsequently death. Device available for evaluation? Y type of event: death health effect - clinical code(s): 1841: exsanguination from a phone call with customer on 26sep2024: customer complaint advocate called the reporter who confirmed that the initial reported event and the one described in the medwatch are the same. The customer facility account was provided and it was confirmed that all available information documented in the medwatch is as much as known by the facility at this time. Customer complaint advocate will send a confirmation email to the reporter so she can tie the pir number to the medwatch; she agreed to provide any additional information that may become available. Reporter had no information regarding the patient being examined post mortem. Reporter confirmed that the address on the mw is her home address.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. After multiple attempts to obtain additional information or sample, no new information or sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.